Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a critical pump error alarm while taking a shower. The customer¿s blood glucose level was 77 mg/dl at the time of the incident. Customer also stated that the pump was exposed to a magnetic field via a magnet holding up the bluetooth speaker in the shower. Customer was not able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to verify critical pump error alarm or a broken force sensor was detected during seating or regular delivery error alarm due to blank display.